Manufacturer narrative:
This report contains corrections to fields: h6: evaluation conclusion codes.

Event description:
It was reported that during the explant procedure for the right ventricular lead this right atrial lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during the explant procedure for the right ventricular lead this right atrial lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.